Manufacturer narrative:
The probnp reagent lot number was 77845001 with an expiration date of 30-jun-2025. The troponin t reagent lot number was 80225301 with an expiration date of 31-oct-2025. The field service engineer found there was an issue with poor sample quality. He performed liquid flow cleaning, primed, and ran precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 e601 module. The customer repeated the samples on another analyzer after qc was out of range. Sample 1 initial elecsys probnp ii result was 3800 pg/ml and the repeat result was 5661 pg/ml. Sample 2 initial probnp result was 698 pg/ml and the repeat result was 1148 pg/ml. Sample 3 initial probnp result was 491 pg/ml and the repeat result was 740 pg/ml. The initial troponin t result was 16 ng/l and the repeat result was 24 ng/l. Sample 4 initial elecsys troponin t gen 5 stat assay result was 23 ng/l and the repeat result was 32 ng/l. Sample 5 initial troponin t result was 21 ng/l and the repeat result was 29 ng/l.

Manufacturer narrative:
The customer's centrifuge time for some samples was found to be too short and the speed too high per the tube manufacturer¿s recommended guidelines. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service action resolved the issue.